Manufacturer narrative:
Patient has laxity. Replacement poly inserts were requested for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has laxity. Replacement poly inserts were requested for revision surgery.